Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing non-sustained ventricular tachycardia and sensing integrity counter (sic) observed on the right ventricular (rv) lead fifteen days post generator changeout. There was also noise noted on rvtip to rvring egm (electrogram) and non-physiologic activity on near field rv pace/sense egm. It was suspected that the rv lead pace/sense pin is not fully inserted into the header of the device. The patient was brought into the office and the oversensing and noise could not be reproduced. The physician decided not to revise the system and reprogramming was done instead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were impedance variations observed on the right ventricular (rv) lead and several alerts had been triggered for out-of-tolerance subthreshold lead impedance. The impedance variation was reproduced with manipulation of the first-rib/clavicular space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is now scheduled for a lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.